Event description:
The customer reported that the system had a communication error and would not reboot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses were reseated, the power supply was adjusted, and the fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.